Event description:
It was reported that during the pacemaker check in (B)(6) 2019 the longevity was at six years, and now eleven months later the battery longevity was showing four years. It was mentioned that the patient had chronic atrial fibrillation (af), so disk analysis was sent it to review if the high atrial rates were contributing. Engineers determined that the power consumption does appear to be caused by the high rate atrial sensing. However, the device also has the signal artifact monitor (sam) patch loaded which can in the presence of af cause even more power consumption. Technical services discussed programming sam off and with atrial therapy and sensing programmed off. The device remains in-service. No adverse patient effects were reported.